Event description:
It was reported that the physician indicated the wire may have been deformed from the outset, as it could not be inserted into the vc fixed sheath dilator despite repeated attempts. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded in facility. It was further reported that the accessory device used with the wire was a dilator of a vc fixed sheath, and the wire involved was a versacross pigtail curve wire. The customer reported that the wire may have been deformed from the beginning, as it could not be inserted into the dilator, and they noted that this issue may have been related to the pigtail shape. A kink was not visually observed at any point during the workflow; however, the suspected deformation prevented proper use, leading to the wire being replaced with another of the same type. The resistance encountered was with the versacross pigtail curve wire (not an rf wire), and while no explicit damage was confirmed, the customer suspected the wire shape was compromised from the start.